Event description:
Following surgery to implant the lifesite access device, patient experienced bleeding complications with a fainting episode. Pt was brought back to the hospital to receive a blood tranfusion, 2 units of blood required.